Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial hernia repair?[cr] (B)(6) 2008. What was the size and location of the initial defect?[cr] right inguinal direct (large entire floor). Can you identify the mesh product code and lot number? [Cr] ultrapro plug , product code not captured; lot # zj8cgzz0. How was the mesh fixed?[cr] ethicon antibacterial absorbable sutures interrupted technique, used 4 sutures, no transfixation sutures and 0.5 cm from the edge of the mesh. Which anatomical plane was the mesh placed (intra-peritoneal, extra-peritoneal)?[cr] open plug. What date did the patient present with symptoms?[cr] per patient questionnaire, (B)(6) 2016. What testing was performed to diagnose symptoms and results? Patient has not returned for assessment. What medical intervention was provided to treat recurrence? Patient has not returned for assessment. What is the surgeon opinion of the cause and contributing factors for the recurrence? Patient has not returned for assessment. What is the patient current condition?[cr] no information. Where is the recurrence in relation to the mesh placement?[cr] no information.

Event description:
It was reported that the patient underwent a right inguinal direct hernia repair procedure on (B)(6) 2008 and the mesh was implanted. On (B)(6) 2016, the patient experienced hernia recurrence. The patient has not returned for the assessment. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.